Event description:
The customer reported that the handle of the device locked after 1 minute of user during a right side hemicolectomy procedure. There was no injury to the pt. No further details have been made available by the site.

Manufacturer narrative:
(B)(4). The knife is trapped and contained within the jaws, which kept the jaws from opening. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.